Manufacturer narrative:
Pump serial numbers: (B)(4). Cartridge lot number: m020792.

Event description:
Quarterly summary report for alleged issues during the load fill tubing sequence: it was reported that insulin was not exiting the tubing or insulin drops were exiting slower than normal. The issue was resolved by using new supplies (cartridge and/or infusion set). There was no adverse effect.